Manufacturer narrative:
Follow-up # 1 - the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue first occurred at 4am on (B)(6) 2015. At this time the patient obtained a blood glucose reading of "70mg/dl" with the subject meter. The patient manages their diabetes with humalog basal insulin (18 units in the morning and 24 units in the evening every day) as well as humalog fast acting insulin (on a sliding scale taken before meals). The patient stated that they had been doing some "work" at home during the previous days which may have caused their blood glucose levels to decrease. The patient stated that they began "sweating" 3 minutes before obtaining this blood glucose result, but decided to go back to bed without taking any type of treatment. One and a half hours later, at 5:30am the patient was awoken by the emergency medical services (ems), whom their spouse had called. The ems gave the patient 4 glucose tablets and the patient claimed to have felt better at 6am. No further information regarding the patient's blood glucose was provided at this time. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because, the patient claims to have obtained inaccurately high reading on the subject meter which may have caused/contributed to the fact that the patient required hcp intervention for a blood glucose excursion. It cannot be said with absolute certainty that the alleged "inaccurately high" subject meter result did not affect treatment options prior to or after the onset of these symptoms.